Event description:
Philips received a complaint on the heartstart xl device indicating that the self-test failed.

Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The fse evaluated the device and found the user was placing the external paddle incorrectly in the paddle tray. The user was instructed on proper paddle placement. The position was corrected and the device passed testing. No further actions were necessary.